Manufacturer narrative:
There was no report of specific patient impact and thus no patient information is available. There is no expiration date for this product. Device manufacture date was unknown at the time of reporting. The product has not been returned to the manufacturer at the time of this report. The information in this medwatch was supplied to stryker communications by a field service technician. Evaluation summary: this malfunction was reported by the company representative. The light handle had noticeable paint corrosion on the shaft of the handle on the halogen lights. Even though the flaking occurs under the sterilizable handle, the flakes could become dislodged during removal of the handle at any time while the sterile field is exposed. Paint chipping/flaking or adhesion issues can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the patient could potentially fall into the wound site and pose a serious health risk. There was no patient involvement or adverse consequences reported in this instance. This not a single use device.

Event description:
(B)(4). It was reported that operating rooms 1, 6, and 7 have light handles that have peeling paint. Light handles need to be replaced.